Event description:
Adverse event: vasoconstriction requiring intervention. Onset of adverse event: during the procedure. Device issue: none. It was reported via a trial that during a right internal carotid artery stenting procedure, post stent deployment, there was a vessel kink noted at the distal end of the xact stent. A non-abbott stent was deployed at the distal end of the stent; however, another kink was noted distal to the stent. There was no further treatment given. There was no adverse pt sequela reported. One day post-procedure, the pt was discharged to home. Although requested, there was no additional info provided. The date of the procedure was (B) (6) 2010 and the pt was discharged to home on (B) (6) 2010. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant info.